Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device stopped functioning after it was accidentally dropped. The device sustained an internal led crack but no visible external surface damage. The user switched to backup insulin therapy following loss of ilet functionality. A replacement was arranged. No symptoms, injury, or medical intervention were reported.